Event description:
It was reported through review of a generator's programming history that a faulted test was found and inadvertently changed the patient's programmed settings. The patient left the physician's office programmed to the following settings: 1.5/25/250/30/3. The patient came in on (B)(6) 2012, programmed to: 1/20/500/30/60. The exact date of the event is unknown and attempts to obtain further information have been unsuccessful to date as the physician is no longer in practice. At the moment the patient is seeing a new neurologist and no patient adverse events have been reported.